Manufacturer narrative:
MDR filed late due to mix up in aware date during complaint investigation. Additional mdrs associated with this event: a 3025141-2017-00202: head. A 3025141-2017-00204: stem.

Event description:
Arh slide-loc radial head replacement implants were explanted to prevent future dissociation of the head/neck assembly from the stem.